Manufacturer narrative:
Desc evt problem - additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the onyx was not shaken on the mixer long enough, and segmentation of the tantalum occurred in the syringe after sitting too long on the or table. The intention of the procedure was to treat the avm, however, the onyx embolic material went up to the bifurcation, which was not intended.

Manufacturer narrative:
Patient information was unavailable from the site. Date of event: the event occurred 5 years ago, the exact date was not reported. The onyx will not be returned for evaluation as it was consumed in the event and remains in the patient. No images were provided for review and the lot number was unknown. In this event, the user context may have contributed to the reported observation as the physician did not mix the onyx properly as stated in the IFU. Per our IFU (instructions for use): the user should shake onyx at least 20 minutes on an onyx mixer at a setting of 8. Continue mixing until ready to inject. Failure to continuously mix onyx for the required time may result in inadequate suspension of the tantalum, resulting in inadequate fluoroscopic visualization during delivery. Inject onyx immediately after mixing. If onyx injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of onyx during injection. Mdrs from this event: 2029214-2017-01142 and 2029214-2017-01143

Event description:
Medtronic received information that after injecting 1 vial of onyx les under fluoroscopy to treat an avm in the posterior tibial artery, onyx could not be seen on the screen. A second vial of onyx les was used and the same issue occurred. At that point, contrast was injected to see if onyx had been injected since it could not be seen under fluoroscopy. Contrast showed that onyx had been injected and had filled the posterior tibial artery up to the bifurcation of the popliteal artery. The procedure was successful and angiographic result post procedure showed an occlusion of the posterior tibial artery, without being able to see the onyx (tantalum). There were no patient complications associated with this event. The reported device and accessory devices were prepared as directed in the IFU. The onyx was not shaken more than 15 minutes and was reported to have sat more than 5 minutes prior to injection.